Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing extreme pain at the ipg site. It was noted that the ipg site was irritated, swollen and warm to touch. The patient was given steroid dose pack and was instructed to use lidoderm patches when charging to reduce pain. The patient's pocket tenderness has been resolved.